Event description:
It was reported that the patient presented with an inability to use and manage his artificial urinary sphincter device. It was determined the patient was having difficulty manipulating the pump due to pump too posterior. A revision surgery was performed where the pump was explanted, and a new pump was implanted more anteriorly in the scrotum. There were no patient complications.